Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause was determined to be signal loss due to the patient closed the mobile app. The reported event of a transmitter stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.